Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the lad . It is reported that the pat ient suffered an mi and stent thrombosis approximately 5 months post index procedure. The stent thrombosis was treated with ptca of the target lesion and was successful. The investigator assessed that the events were definitely related to the study device.

Manufacturer narrative:
(B)(4). Evaluation code, results: inherent risk of procedure (m, stent thrombosis, tvr).